Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-16846. It was reported that the patient presented with asystole during interrogation on (B)(6) 2019. The patient was symptomatic because of dependency. It was noted that the pacer was pacing buy there was no capture. More episodes were noted when the patient was sitting up. The asystole was not reproducible. The physician explanted and replaced the generator and right ventricular lead. The patient was stable.

Manufacturer narrative:
The reported event of ¿no capture¿ was not confirmed. As received, a complete lead was returned in one piece. Electrical tests and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies.